Manufacturer narrative:
Alleged failure: "it was reported that the new 1688 systems blacked out periodically 5 times during a procedure with the chief general surgeon. The procedure was completed by bringing in an old tower to use their light source." Probable root cause/s: no fault found with the device, was not able to recreate the issue described in the complaint. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.